Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that 11 days after the pacemaker implant, it was noted that the patient was ventricular dependent.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012879041); product type: 0195-heart valves; implant date na; explant date na continuation of d10: product ID {{l-evolutfx-2329}}; product lot/serial number {{(B)(6)}}; product type: {{compression loading system}}; implant date {{na}}; explant date {{na}}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the transcatheter bioprosthetic aortic valve complete heart block developed. A temporary pacemaker was inserted. The native conduction did not resume. A permanent pacemaker was implanted 3 days later as result of the third degree atrioventricular block. The event resolved on this same date with sequelae. The patient was discharged 4 days following the valve implant. The physician indicated the event was causal related to the delivery catheter system (dcs), valve, and implant procedure.